Manufacturer narrative:
Exemption number e2017017. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user received an error message "no x-ray available". The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply error. Investigation of the log files indicated an error of the 5v power supply in the x-ray generator. The investigation of the system history and the provided log files showed that the d601 5.1v power supply voltage dropped suddenly. The lower voltage may have led to higher power consumption because of power problems on d601 regarding fuse holders. There could also be a bad connection of the connector x16 of d601 which would lead to a gradual degradation of the plug connection's electrical properties. The service engineer replaced the d601 and its power supply and system functionality was restored. No field safety corrective action is planned based on this non-systematic event.